Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 36 mg/dl, which was treated with food. Blood glucose level at the time of the call was 67 mg/dl. The customer stated that he had experienced low blood glucose levels four times within the past month. The insulin pump was not replaced or returned for analysis.